Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: (expiry date: 08/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the wheel of the device was allegedly broke and detached. It was further reported that the stent allegedly could not be deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation and the covered stent was found partially deployed; the force transmitting proximal sheath was broken which indicates high tensile forces were experienced during deployment. It is considered the break of the proximal sheath led to the impossibility to completely deploy the stent which leads to confirmed results for break and partial deployment. Detailed procedural and anatomical information of the deployment site were not provided by the customer. Based on information available and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment and sheath break. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. The reported issue was found addressed, as the instructions for use states that delivery system specific events that could be associated with clinical complications include but are not limited to partial deployment and high deployment forces. Regarding stent deployment, the instructions for use states: "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension. Retraction of the distal catheter and deployment of the covered stent is initiated by rotating the large wheel on the handle." Regarding preparation and accessories, the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "0.035-inch (0.89 mm) guidewire of appropriate length (¿) introducer sheath with appropriate inner diameter and length." H10: d4 (expiration date: 08/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the wheel of the device was allegedly broke and detached. It was further reported that the stent allegedly could not be deployed. The procedure was completed using another device. There was no reported patient injury.